Manufacturer narrative:
Product analysis: at analysis it was noted that the ventricular connector was cracked, the release latch was sticky and polluted, that a modified "o" gasket for the battery drawer was required, the screw supporting the lead flex was not in the board, the ventricular patient connector was not connected to the lead flex tape (it was loose and broken), the lower case had missing screws, it was missing the ring, ring attachment and bail covers, there was blood residue in the battery chamber and the device was sticky. It did pass incoming testing but only after the defective patient output connector was replaced. The quote for the repair was not accepted and the unit is being returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for "repair". No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.